Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for unexplained high blood glucose and found that he had an emergency room visit due to his high blood glucose. Troubleshooting was performed at that time, and the customer was assisted with confirming that the basal rates were entered correctly, and explained him that this feature can not be turned off. No further information was provided.